Event description:
The phlebotomist was drawing labs on a patient using a butterfly needle with the safety retraction system. When the phlebotomist pressed the retraction button, the patient began to complain of pain and blood began flowing out of the needle end of the butterfly. It appeared that the needle had broken off into the patient's hand.